Event description:
It was reported to boston scientific corporation that wallstent biliary stent w/unistep plus was placed in 2008. According to the complainant, the stent failed to deploy after three unsuccessful attempts, including one attempt after re-sheathing the stent. Upon removal of the device, it was noted that stent wires were protruding from the stent. Reportedly, the procedure was completed with another wallstent biliary stent - unistep plus device. There was no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined.